Event description:
Post injection flare of knees [arthritis]. Case description: this is a post-market clinical trial. Study treatment is unblinded. Clinical trial report received on 01-jul-2008, from an hcp regarding a (B) (6) female, (B) (6). The patient is currently participating in protocol (B) (4) entitled "an observational study, multicenter, single-arm study investigating the relationship between the presence of hyaluronate-positive granuloma and acute local reactions associated with intra-articular synvisc injection". The patient received injections of synvisc into both knees on (B) (6) 2006 and (B) (6) 2006. On (B) (6) 2006, approximately 15 days after starting synvisc, the patient experienced post injection flare of knees that was moderate in intensity and required intervention. The patient was treated with aspiration of both knees and intraarticular injections of betamethasone and xylocaine. The third injection was delayed by one week. The patient recovered on an unknown date. She underwent a left total knee replacement on an unknown date in (B) (6) 2006. Concomitant medications included synthroid, osteo biflex, and citracal. The hcp assessed the relationship between post injection flare of knees and synvisc as probable.